Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 31-jul-2025, the user reported persistent hyperglycemia while using the ilet device. The highest recorded blood glucose (bg) was 366 mg/dl. Although the ilet was dosing, insulin was not being delivered until the user completed a full supply change, after which insulin delivery resumed as intended. The device provided a high bg alert. No medical intervention was required.